Manufacturer narrative:
An event of device malposition, stroke, and embolism was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that after the procedure, the patient had a shower of emboli, and fine embolization factors are scattered. Preoperative screenings showed that the aortic properties were clean. The physician mentioned thrombosis may have attached to the navitor and might have blown, or leaflet thrombosis may have been splashed at the time of pre-dilatation or navitor valve implantation. The cause has not been identified. Cerebral infarction occurred. It was also noted that the patient had a history of cerebral infarction, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that some combination of the navitor valve, the balloon pre-dilatation, and the patient's medical history contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code: code 6416 removed.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation procedure using an unknown delivery system. The perimeter of the annulus was 70.3mm, diameter of the ascending aorta was 31.7x32.1mm, effective orifice area was 374.4cm2. The valve was implanted at a depth of 5mm at non-coronary cusp (ncc) and 6mm at left coronary cusp (lcc). After the procedure, the patient become shower emboli and fine embolization factors are scattered. Preoperative screenings showed that the aortic properties were clean. The physician mentioned thrombosis may attached to navitor and might have blew or leaflets thrombosis may have been splashed at the time of pre-dilatation or navitor valve implantation. The cause has not been identified. Cerebral infarction occurred. Patient was administered with fluid and one antiplatelet agent effient. The patient was reported unstable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation procedure using an unknown delivery system. The perimeter of the annulus was 70.3mm, diameter of the ascending aorta was 31.7x32.1mm, effective orifice area was 374.4cm2. The valve was implanted at a depth of 5mm at non-coronary cusp (ncc) and 6mm at left coronary cusp (lcc). On an unknown date in february 2024, the patient become shower emboli and fine embolization factors are scattered. Preoperative screenings showed that the aortic properties were clean. The physician mentioned thrombosis may attached to navitor and might have blew or leaflets thrombosis may have been splashed at the time of pre-dilatation or navitor valve implantation. The cause has not been identified. Cerebral infarction occurred. The patient was reported unstable.